Event description:
Opsynvi dose if 10/40mg. IV self-filled remodulin pt via a cadd legacy pump. It is unknown if the pt is still taking winrevair as their loading dose was shipped (B)(6) 2026 and they have not received any additional doses since. Per nurse clinical educator (B)(6). "Pt was hospitalized last week for a central line infection, a central line removal, and a PICC line was inserted for their IV remodulin and for their IV antibiotics due to the infection." Date of admission, length of stay, or date of discharge is unknown. The antibiotics being used is unknown. Winrevair maintenance dose shipped not yet shipped. No additional details, dates, or information provided.